Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, thirteen years and eleven months of post deployment, computed tomography of the abdomen was revealed the proximal tip of the filter was below the level of the right renal artery. There was minimal tilt with the proximal tip of the filter slightly eccentric within the lumen of the inferior vena cava displaced right laterally. The integrity of the struts was maintained. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiration date: 05/2007), g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed for deep vein thrombosis prophylaxis in conjunction with motor vehicle accident. Approximately thirteen years and eleven months, post filter deployment it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record review is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed for deep vein thrombosis prophylaxis in conjunction with motor vehicle accident. Approximately thirteen years and eleven months, post filter deployment it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.